Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child came to the clinic on (B)(6)2024 reporting no response to any sound with the device. Re-implantation is considered.

Event description:
The child did not response to any sound when visiting the clinic on (B)(6) 2024. The recipient has been explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The child did not response to any sound when visiting the clinic on (B)(6) 2024. Reimplantation is considered, but no date has be scheduled yet.